Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported discrepant sodium result of 160 mmol/l on an I-stat e3+ cartridge. See scanned table. Based on the info available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).